Event description:
Reportedly the pump was running on all three channels. Channel "c" was infusing levophed. The nurse was changing the tpn rate when all three channels went down. Pts bp dropped to 30-40's. The nurse removed tubing and ran a drip until a second pump was set up and the infusions restarted. No pt injury occurred and no medical intervention required.